Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found cut on the cable. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation." Reference page 23 as per IFU. "Before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus." Reference page 14 as per IFU. "Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported "shortage camera (static appear on screen)" . The issue was found during a diagnostic procedure. It was unknown if any error was present or if any other devices were connected to the subject device when the failure occurred. The device was replaced and the intended procedure was completed using a similar device. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The subject device was received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available

Event description:
It was reported "shortage camera (static appear on screen)" . The issue was found during a diagnostic procedure. It was unknown if any error was present or if any other devices were connected to the subject device when the failure occurred. The device was replaced and the intended procedure was completed using a similar device. There was no patient impact, no harm reported due to the event.